Event description:
It was reported that the patient presented in the operation room for a generator change. It was noted that the right ventricular (rv) lead was experiencing high capture threshold leading to intermittent loss of capture. The rv lead was capped and replaced with alternate rv lead on (B)(6) 2022. The patient was stable.